Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages that occurring at time of procedure. The reported events of post-paced t-wave oversensing and r-wave amp variation were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing and low sensing threshold were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.